Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the buttons on the insulin pump were not responding while she was working. Blood glucose value is unknown 102 mg/dl. She took out the battery and put it back in and the keypad has been responding normally since. Customer mentioned that she is near radios and metal scanners at work. The customer declined to replacement and stated she will call back if the issue happens again.